Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the device exhibited a purge leak. It was reported that the purge pressure was low since insertion. No information regarding resolution is available. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was returned for evaluation. Upon inspection, dyed purge fluid was run through the system. No leaks were reproduced on the sidearm of the pump. Dyed purge fluid was noted on the housing of the returned cassette. The purge cassette was cut open and a leak was observed at the piston to cylinder interface. The root cause of the purge leak was determined to be a piston failure, and no issues were found with the pump. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.